Manufacturer narrative:
Date of event is estimated. The report of ineffective stimulation was confirmed. Analysis of the returned lead extension found all internal wires were broken in the strain relief area. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Related manufacturer reference number: 1627487-2021-13319. Related manufacturer reference number: 1627487-2021-13320. Related manufacturer reference number: 1627487-2021-14666. It was reported the patient was not receiving effective stimulation. In turn, surgical intervention was undertaken wherein impedances were checked which showed high impedances on leads when tested with extensions. When extensions were tested with a new lead, high impedance issue was resolved. X-rays did not reveal any anomalies with either leads or extensions. Physician elected to explant both leads and extensions and implanted a new lead. This addressed the issue